Event description:
It was reported that the patient presented in clinic after receiving a patient notification for non-sustained lead noise. Review of the stored egms revealed possible far p-wave oversensing. Programming changes were recommended. No further information is available at this time.